Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. An examination of the blades identified no damage. All blades were present and full bonded onto the balloon. A visual and tactile examination of the catheter shaft found no kinks. However, the inner shaft inside the balloon appeared to be stretched and/or flattened near the proximal markerband. As part of a functional test a 0.014inch guide wire was inserted through the tip and wire lumen. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the tip. As a result the tip was clamped closed and during a second attempt to inflate the balloon, liquid escaped through the wire lumen and back out through the guidewire port. This type of leak is consistent with a breach between the inner (wire lumen) and the outer lumen. Using a blade, the extrusion was cut just distal to the wire port and just proximal to the proximal balloon sleeve. The inner was removed from this dissected section and a microscopic examination of the inner found no holes in the lumen. Using the same blade, the balloon material was removed to reveal the inner lumen inside the balloon area. An examination of this section found a puncture hole in the inner approximately 4mm proximal to the proximal markerband. This puncture hole was protruding outwardly, and is consistent with a guidewire puncturing through the wall of the lumen. Liquid leaking from the tip as seen in the device is consistent with this puncture in the inner lumen. Further examinations of this section found that the inner was slightly flattened/stretched and the proximal markerband was slightly flattened. This type of damage is consistent with excessive force having been applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2018. It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During the procedure, on the first inflation, the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was a shaft leak.